Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient indicated that their target urinary symptoms have not been controlled since implant with the current system and their symptoms were now worse than baseline. The patient needed to use the bathroom frequently, but when the patient does use the bathroom they cannot void fully. The patient had tried using program 4 up to 4.3 and was using program 1 at 2.2 at the time of the call. The patient noted that they could not increase stimulation higher because stimulation goes down their leg to the toe and the patient has pain from their back to their legs. Additionally, the patient noted that having stimulation too high makes their "nerves shake" and the patient further noted that they have been "getting nervous" when they need to go to the bathroom which did not happen before. During the call the patient's stimulation was confirmed to be turned on and during the call the patient was assisted with changing to program 2 and setting stimulation to 1.8. However, at 1.8 the patient indicated that stimulation was starting to "shake" their colon so stimulation was reduced to 1.4 and the patient was advised to try program 2 for at least a week and then contact their healthcare provider (hcp) if their symptoms were still not controlled. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.